Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient that there is a tear in the external driveline and it appeared to have blood beneath the tear. Additional information states that patient denies any recent trauma or vad alarms. Analysis of the log files does not contain any evidence of driveline electrical shorting issues. The driveline x-rays are unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the evaluation of (B)(6) revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces. Corrosion was also observed surrounding all three of the electrical pins on the motor capsule. The evaluation of heartmate ii lvas, serial number (B)(6), confirmed cosmetic damage to internal and external portions of the driveline. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted log file contained data from 24mar2020 through 04may2020. The log file captured no external power alarms on (B)(6) 2020. The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms were captured, and the pump appeared to be functioning as intended with stable parameters. (B)(6) was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port (figure 1). The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The driveline, s/n (B)(6), was returned intact. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The external portion of the driveline was returned extensively wrapped in white tape and gauze. Upon removal of the tape and gauze, multiple areas of cosmetic damage to the outer silicone jacket were observed. Additionally, an area of cosmetic damage was observed on the internal portion of the driveline, approximately 5¿ from the pump housing. This damage did not penetrate the underlying layers of the driveline. Following the visual and microscopic inspections of the driveline, the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation and no areas of current leakage were observed. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 13sep2013. Heartmate ii lvas IFU, is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that pump was exchanged on (B)(6) 2020. Device was returned for evaluation.

Manufacturer narrative:
Section b5, d7, d10, h3: additional information.